Manufacturer narrative:
(B)(4). The event was confirmed with radiographs received. Review of the available records identified the acetabular cup reflecting advanced liner wear. Areas of lucency are noted in gruen zones 1 and 7 of the femoral component consistent with osteolysis but there is no evidence of implant loosening. Heterotopic ossification is present laterally. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04733.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Surgeon is planning to remove and replace the liner component. Attempts have been made to obtain additional information, however none is available.